Event description:
During a tubal ligation procedure, the patient's tube was cut while using the falope-ring band two-ring applicator. Coagulation was used to seal the tube. Another applicator was used on the other tube with no patient problems. There was no patient harm.

Manufacturer narrative:
Analysis of the returned device observed signs of wear and the device is in need of repair or refurbishment. The device was manufactured in september, 2006. This model is a reusable fallopian tube applicator which requires disassembly before sterilization. Since this model is reusable it is not possible to determine that the noted complaint was the result of a manufacturing issue, component issue, misuse or normal wear.